Event description:
It was reported that during a cystectomy procedure, the device locked on tissue. The manual release lever would not open the device. The device was maneuvered off the tissue. The device was eventually opened after it was removed from the patient. There was no patient consequence.